Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5028464. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Address was not located and il was used. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
While starting an # 18g IV the retractable needle did not retract as designed. Once the button was pressed, it clicked and started to retract but felt like it got stuck in the IV catheter. Blood started flowing out of the IV because the blood control valve was impacted. After telling 2 other nurses about this, they started they had same experience in past few days and one stated that the IV didn't seem to have the blood control valve in it because once she retracted the needle blood started flowing out.